Event description:
It was reported there was a gradual increase in the rv impedances, that went to 1200 ohms from 600 ohms. No oversensing and no changes in thresholds. Technical services discussed likely lead tip to tissue interface changes and recommended continued monitoring with the hcp. Later noted that r waves had been small for awhile. Additional information was received that right ventricular (rv) impedances are high, out-of- range measuring greater than 2,000 ohms. At this time, the lead remains in service. No adverse patient effects were reported.